Manufacturer narrative:
Approximate age of device - 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018, with dark stools for the past few days. Upon admission, hemoglobin and hematocrit was 5.6 g/dl and 17.8%. The patient received 2 units of packed red blood cells (prbc) and their hemoglobin and hematocrit was 7.6 g/dl and 23.8%. An esophagogastroduodenoscopy (egd) was performed and results showed no source of active bleeding. The patient would remain off aspirin and remain on coumadin. The patient was discharged to home on (B)(6) 2018, and hemoglobin and hematocrit remained stable. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient with no further issues reported. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.